Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tr45w reload was received partially fired 1/10 and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload.

Event description:
It was reported that during an unknown procedure, there were no staples in the reload. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the empty cartridge noticed prior to firing? Was the cartridge fired? If yes, did the device deliver a cut line with no staples present? How was the procedure completed? What was the product code and lot/batch number for the stapler used with the tr45w cartridge (ex. Long45a, ats45, etc)? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)?